Event description:
Kimberly-clark received a report stating that the microcuff subglottic endotracehal tube lost cuff pressure when the device is first connected to a pressureeasy device (smiths medical product). No additional information was provided in regards to patient status.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).